Manufacturer narrative:
At this time, vyaire has not received the suspect component for evaluation.

Event description:
The customer reported the limb-o single limb anesthesia breathing circuit has a hole in the divider of the limbo. The customer reported the circuit was put out from the original packing for the first patient. During the initial test, the passed testing. However, during operation the gas values of carbon dioxide (co2) were out of range. The customer reported the circuit was immediately changed out. At this time, it is unknown whether or not there was any patient consequence associated with the event.

Manufacturer narrative:
Vyaire medical quality investigation team states: per similar issues, it is possible that process and equipment are related to reported failure, since there was not a procedure to perform cleaning of the main. Extrusion equipment can contribute to create holes in septum due carbon deposits in the main head of the equipment. There is no maintenance defined for cleaning. Actions taken per CAPA: rcmx530: a routine was created to clean the cross head in the limb extrusion machines in 15aug2017. The frequency for the set of mesh in co-extruder for limb-o family was modified on 20aug2017.

Event description:
The customer reported the limb-o single limb anesthesia breathing circuit has a hole in the divider of the limbo. The customer reported the circuit was put out from the original packing for the first patient. During the initial test, the passed testing. However, during operation the gas values of carbon dioxide (co2) were out of range. The customer reported the circuit was immediately changed out. At this time, it is unknown whether or not there was any patient consequence associated with the event.